Event description:
The customer reported the dash responder defibrillator was only charging the battery intermittently. This was noted while the device was being evaluated during daily checkout. There was no patient involvement. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.